Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. The customer's blood glucose level ranged from 171-172 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.